Event description:
Philips received a complaint on the cardiac workstation 7000 indicating that the heart rate is abnormal. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone#(B)(6). A philips field service engineer (fse) confirmed the issue and replaced the mainboard, ensured configurations were loaded, and upgraded the software. Testing with a simulator and esa was completed, and the unit was found to be in good working condition. The device was returned to the user to use and monitor. Analysis was performed and investigation has been completed. The engineer replaced the mainboard for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.